Event description:
The hospital reported that plasma was leaking through the oxygenator which was being utilized in an ECMO system. The involved unit was connected on the evening of 01/31/2000 with the leakage detected the following day 02/01/2000. The unit was changed out with no affect to the pt.